Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery anomaly noted during testing. No missing segments and partial display noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had bleeding on lcd glass. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus history anomaly noted during testing.

Event description:
The customer reported via phone call that the up and down arrow buttons was sticking, bolus was not being logged and there were ink blotches on the screen. The customer's blood glucose was unknown at the time of incident. The customer declined to neither troubleshoot for the bolus not being logged nor ink blotches. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.